Event description:
It was reported that the customer had issues with the transmitter not flashing any lights when connected to the sensor. The customer's blood glucose was 451 mg/dl. Troubleshooting was done. The customer stated that she did not experience a serious injury or hospitalization. The customer stated that she ate breakfast and was working with her healthcare provider on the high blood glucose issues. Advised to replace the sensor. The customer stated that there was a little kink and indent near the top of the sensor. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.